Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 31-jan-2017. The most recent information was received on 15-may-2019. This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("pain in lower abdomen"), device breakage ("in the cavity presence of metal confetti (insertion procedure report)") and suicidal ideation ("no longer wanting to live") in a 43-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "on the right side, proximal markers were not anymore aligned, implant seemed to be stretched". On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced device breakage (seriousness criterion medically significant) and complication of device insertion ("in the cavity presence of metal confetti (insertion procedure report)"). In (B)(6) 2014, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required) and experienced menorrhagia ("haemorrhagic menstrual periods lasting 1 month"), lasting 1 month. In (B)(6) 2015, the patient experienced groin pain ("groin pain on left side"), lymphadenopathy ("feeling of a lymph node getting bigger") and mass ("lump present to touch and discomfort walking or sitting") and was found to have weight increased ("weight gain"). In (B)(6) 2015, the patient experienced the first episode of back pain ("pain in lower back (left and right side)"), gait disturbance ("difficulty walking, remaining seated for long periods"), pain ("upright position annoying and lying position uncomfortable"), the first episode of myalgia ("feeling of having been beaten (muscle soreness)"), dizziness postural ("dizziness (in seated or standing position), dizzy spells"), migraine ("headache (migraine)"), photophobia ("sensitivity to daylight"), asthenopia ("eye fatigue, very rapid blinking of eyes due to pain and discomfort"), eye irritation ("burning sensation in eyes"), dry eye ("dry eyes"), vision blurred ("blurred vision"), otorrhoea ("pain in right ear with feeling of a liquid flowing inside"), ear pain ("pain in right ear with feeling of a liquid flowing inside"), otitis media ("otitis media") and the first episode of neck pain ("pain on side of neck below ear"). In 2015, the patient experienced suicidal ideation (seriousness criterion medically significant), fatigue ("chronic fatigue"), tearfulness ("always wanting to cry"), the first episode of fear ("fear of everything") and anxiety ("anxiety"). In 2016, the patient experienced the second episode of back pain ("back pain"), abdominal distension ("bloating"), diarrhoea ("diarrhoea"), nausea ("nausea"), insomnia ("insomnia"), the second episode of fear ("fear of falling asleep"), chest pain ("chest pain"), bronchitis ("recurrent bronchitis"), dyspepsia ("burning sensation in stomach") and the second episode of neck pain ("neck pain"). On (B)(6) 2016, the patient experienced musculoskeletal chest pain ("parietal pain/ thoracic pain"). In 2017, the patient experienced hypoaesthesia ("numbness of hand, leg or finger upon waking in the morning (usually on right side)"), the first episode of paraesthesia ("pins and needles in fingers (during the day, if I use a pen or a tablet computer or hold an object, electrical discharges in the feet, left hip and lower abdomen") and the second episode of myalgia ("muscle pain in forearms, thighs, buttocks, calves and lower back"). On an unknown date, the patient experienced the second episode of paraesthesia ("electrical discharges in the feet, left hip and lower abdomen"), pain in extremity ("pain on soles of feet (at rest), feeling of sharp stabbing pain"), toothache ("tooth pain"), decreased appetite ("lack of appetite"), disturbance in attention ("difficulty concentrating, difficulty writing using a keyboard (mix up letters)"), amnesia ("memory loss"), skin burning sensation ("skin problems (feeling of burning, dry irritated skin)"), dry skin ("skin problems (feeling of burning, dry irritated skin)"), skin irritation ("skin problems (feeling of burning, dry irritated skin)"), hyperhidrosis ("underarm sweating more present than before"), dysgeusia ("feeling of metallic taste in mouth"), dry throat ("dry throat"), adnexa uteri pain ("pain in left ovary"), gingival pain ("gum pain") and stress ("stress ++"). The patient was treated with surgery (bilateral salpingectomy with laparoscopy on (B)(6) 2017 and diagnostic hysteroscopy, biopsy curettage on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain lower, device breakage, suicidal ideation, menorrhagia, groin pain, lymphadenopathy, mass, weight increased, gait disturbance, pain, dizziness postural, photophobia, eye irritation, dry eye, vision blurred, otorrhoea, ear pain, otitis media, tearfulness, anxiety, the last episode of back pain, abdominal distension, diarrhoea, nausea, insomnia, the last episode of fear, chest pain, bronchitis, dyspepsia, the last episode of neck pain, hypoaesthesia, the last episode of myalgia, the last episode of paraesthesia, pain in extremity, toothache, decreased appetite, disturbance in attention, amnesia, skin burning sensation, dry skin, skin irritation, hyperhidrosis, dysgeusia, dry throat, adnexa uteri pain, gingival pain, musculoskeletal chest pain and complication of device insertion outcome was unknown and the migraine, asthenopia and fatigue had not resolved. The reporter provided no causality assessment for abdominal distension, abdominal pain lower, adnexa uteri pain, amnesia, anxiety, asthenopia, bronchitis, chest pain, decreased appetite, diarrhoea, disturbance in attention, dizziness postural, dry eye, dry skin, dry throat, dysgeusia, dyspepsia, ear pain, eye irritation, fatigue, gait disturbance, gingival pain, groin pain, hyperhidrosis, hypoaesthesia, insomnia, lymphadenopathy, mass, menorrhagia, migraine, nausea, otitis media, otorrhoea, pain, pain in extremity, photophobia, skin burning sensation, skin irritation, suicidal ideation, tearfulness, toothache, vision blurred, weight increased, the first episode of back pain, the first episode of fear, the first episode of myalgia, the first episode of neck pain, the first episode of paraesthesia, the second episode of back pain, the second episode of fear, the second episode of myalgia, the second episode of neck pain and the second episode of paraesthesia with essure. The reporter considered complication of device insertion, device breakage, musculoskeletal chest pain and stress to be related to essure. The reporter commented: insertion procedure report: correctly placed on the right and the other essure at 2 and 4 coils, in addition, in the cavity presence of metal confetti. On an unknown date: ent and eye examination: nothing of note. Diagnostic hysteroscopy, biopsy curettage, bilateral salpingectomy with laparoscopy was indicated for removal of essure and heavy menstruation. No complication during the procedure. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on an unknown date: results: on-going in february 2017. Blood test - on an unknown date: results: on-going. Chest x-ray - on an unknown date: results: nothing of note. X-ray of pelvis and hip - on (B)(6) 2014: both implants in symmetric disposition, good alignment of 4 markers on left implant. On the right side proximal markers were not aligned, the spring seemed unfolded.. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 15-may-2019: quality-safety evaluation of ptc. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other nonconformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 31-jan-2017. The most recent information was received on 31-jan-2019. This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("pain in lower abdomen") and suicidal ideation ("no longer wanting to live") in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "on the right side, proximal markers were not anymore aligned, implant seemed to be stretched". On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required) and experienced menorrhagia ("haemorrhagic menstrual periods lasting 1 month"), lasting 1 month. In (B)(6) 2015, the patient experienced groin pain ("groin pain on left side"), lymphadenopathy ("feeling of a lymph node getting bigger") and mass ("lump present to touch and discomfort walking or sitting") and was found to have weight increased ("weight gain"). In (B)(6) 2015, the patient experienced the first episode of back pain ("pain in lower back (left and right side)"), gait disturbance ("difficulty walking, remaining seated for long periods"), pain ("upright position annoying and lying position uncomfortable"), the first episode of myalgia ("feeling of having been beaten (muscle soreness)"), dizziness postural ("dizziness (in seated or standing position), dizzy spells"), migraine ("headache (migraine)"), photophobia ("sensitivity to daylight"), asthenopia ("eye fatigue, very rapid blinking of eyes due to pain and discomfort"), eye irritation ("burning sensation in eyes"), dry eye ("dry eyes"), vision blurred ("blurred vision"), otorrhoea ("pain in right ear with feeling of a liquid flowing inside"), ear pain ("pain in right ear with feeling of a liquid flowing inside"), otitis media ("otitis media") and the first episode of neck pain ("pain on side of neck below ear"). In (B)(6) , the patient experienced suicidal ideation (seriousness criterion medically significant), fatigue ("chronic fatigue"), tearfulness ("always wanting to cry"), the first episode of fear ("fear of everything") and anxiety ("anxiety"). In (B)(6) , the patient experienced the second episode of back pain ("back pain"), abdominal distension ("bloating"), diarrhoea ("diarrhoea"), nausea ("nausea"), insomnia ("insomnia"), the second episode of fear ("fear of falling asleep"), chest pain ("chest pain"), bronchitis ("recurrent bronchitis"), dyspepsia ("burning sensation in stomach") and the second episode of neck pain ("neck pain"). In (B)(6) , the patient experienced hypoaesthesia ("numbness of hand, leg or finger upon waking in the morning (usually on right side)"), the first episode of paraesthesia ("pins and needles in fingers (during the day, if I use a pen or a tablet computer or hold an object, electrical discharges in the feet, left hip and lower abdomen") and the second episode of myalgia ("muscle pain in forearms, thighs, buttocks, calves and lower back"). On an unknown date, the patient experienced the second episode of paraesthesia ("electrical discharges in the feet, left hip and lower abdomen"), pain in extremity ("pain on soles of feet (at rest), feeling of sharp stabbing pain"), toothache ("tooth pain"), decreased appetite ("lack of appetite"), disturbance in attention ("difficulty concentrating, difficulty writing using a keyboard (mix up letters)"), amnesia ("memory loss"), skin burning sensation ("skin problems (feeling of burning, dry irritated skin)"), dry skin ("skin problems (feeling of burning, dry irritated skin)"), skin irritation ("skin problems (feeling of burning, dry irritated skin)"), hyperhidrosis ("underarm sweating more present than before"), dysgeusia ("feeling of metallic taste in mouth"), dry throat ("dry throat"), adnexa uteri pain ("pain in left ovary"), gingival pain ("gum pain") and stress ("stress ++"). The patient was treated with surgery (removal of essure was on-going for (B)(6) 2017.). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain lower, suicidal ideation, menorrhagia, groin pain, lymphadenopathy, mass, weight increased, gait disturbance, pain, dizziness postural, photophobia, eye irritation, dry eye, vision blurred, otorrhoea, ear pain, otitis media, tearfulness, anxiety, the last episode of back pain, abdominal distension, diarrhoea, nausea, insomnia, the last episode of fear, chest pain, bronchitis, dyspepsia, the last episode of neck pain, hypoaesthesia, the last episode of myalgia, the last episode of paraesthesia, pain in extremity, toothache, decreased appetite, disturbance in attention, amnesia, skin burning sensation, dry skin, skin irritation, hyperhidrosis, dysgeusia, dry throat, adnexa uteri pain and gingival pain outcome was unknown and the migraine, asthenopia and fatigue had not resolved. The reporter provided no causality assessment for abdominal distension, abdominal pain lower, adnexa uteri pain, amnesia, anxiety, asthenopia, bronchitis, chest pain, decreased appetite, diarrhoea, disturbance in attention, dizziness postural, dry eye, dry skin, dry throat, dysgeusia, dyspepsia, ear pain, eye irritation, fatigue, gait disturbance, gingival pain, groin pain, hyperhidrosis, hypoaesthesia, insomnia, lymphadenopathy, mass, menorrhagia, migraine, nausea, otitis media, otorrhoea, pain, pain in extremity, photophobia, skin burning sensation, skin irritation, suicidal ideation, tearfulness, toothache, vision blurred, weight increased, the first episode of back pain, the first episode of fear, the first episode of myalgia, the first episode of neck pain, the first episode of paraesthesia, the second episode of back pain, the second episode of fear, the second episode of myalgia, the second episode of neck pain and the second episode of paraesthesia with essure. The reporter considered stress to be related to essure. The reporter commented: on an unknown date: ent and eye examination: nothing of note diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on an unknown date: results: on-going in (B)(6) 2017. Blood test - on an unknown date: results: on-going. Chest x-ray - on an unknown date: results: nothing of note. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 31-jan-2019: case became legal. Stop date for essure added. Events added: on the right side, proximal markers were not anymore aligned, implant seemed to be stretched and stress ++. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other nonconformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: r1700742) on 31-jan-2017. The most recent information was received on 08-mar-2019. This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("pain in lower abdomen"), device breakage ("in the cavity presence of metal confetti (insertion procedure report)") and suicidal ideation ("no longer wanting to live") in a 43-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "on the right side, proximal markers were not anymore aligned, implant seemed to be stretched". On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced device breakage (seriousness criterion medically significant) and complication of device insertion ("in the cavity presence of metal confetti (insertion procedure report)"). In (B)(6) 2014, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required) and experienced menorrhagia ("haemorrhagic menstrual periods lasting 1 month"), lasting 1 month. In (B)(6) 2015, the patient experienced groin pain ("groin pain on left side"), lymphadenopathy ("feeling of a lymph node getting bigger") and mass ("lump present to touch and discomfort walking or sitting") and was found to have weight increased ("weight gain"). In (B)(6) 2015, the patient experienced the first episode of back pain ("pain in lower back (left and right side)"), gait disturbance ("difficulty walking, remaining seated for long periods"), pain ("upright position annoying and lying position uncomfortable"), the first episode of myalgia ("feeling of having been beaten (muscle soreness)"), dizziness postural ("dizziness (in seated or standing position), dizzy spells"), migraine ("headache (migraine)"), photophobia ("sensitivity to daylight"), asthenopia ("eye fatigue, very rapid blinking of eyes due to pain and discomfort"), eye irritation ("burning sensation in eyes"), dry eye ("dry eyes"), vision blurred ("blurred vision"), otorrhoea ("pain in right ear with feeling of a liquid flowing inside"), ear pain ("pain in right ear with feeling of a liquid flowing inside"), otitis media ("otitis media") and the first episode of neck pain ("pain on side of neck below ear"). In 2015, the patient experienced suicidal ideation (seriousness criterion medically significant), fatigue ("chronic fatigue"), tearfulness ("always wanting to cry"), the first episode of fear ("fear of everything") and anxiety ("anxiety"). In 2016, the patient experienced the second episode of back pain ("back pain"), abdominal distension ("bloating"), diarrhoea ("diarrhoea"), nausea ("nausea"), insomnia ("insomnia"), the second episode of fear ("fear of falling asleep"), chest pain ("chest pain"), bronchitis ("recurrent bronchitis"), dyspepsia ("burning sensation in stomach") and the second episode of neck pain ("neck pain"). On (B)(6) 2016, the patient experienced musculoskeletal chest pain ("parietal pain/ thoracic pain"). In 2017, the patient experienced hypoaesthesia ("numbness of hand, leg or finger upon waking in the morning (usually on right side)"), the first episode of paraesthesia ("pins and needles in fingers (during the day, if I use a pen or a tablet computer or hold an object, electrical discharges in the feet, left hip and lower abdomen") and the second episode of myalgia ("muscle pain in forearms, thighs, buttocks, calves and lower back"). On an unknown date, the patient experienced the second episode of paraesthesia ("electrical discharges in the feet, left hip and lower abdomen"), pain in extremity ("pain on soles of feet (at rest), feeling of sharp stabbing pain"), toothache ("tooth pain"), decreased appetite ("lack of appetite"), disturbance in attention ("difficulty concentrating, difficulty writing using a keyboard (mix up letters)"), amnesia ("memory loss"), skin burning sensation ("skin problems (feeling of burning, dry irritated skin)"), dry skin ("skin problems (feeling of burning, dry irritated skin)"), skin irritation ("skin problems (feeling of burning, dry irritated skin)"), hyperhidrosis ("underarm sweating more present than before"), dysgeusia ("feeling of metallic taste in mouth"), dry throat ("dry throat"), adnexa uteri pain ("pain in left ovary"), gingival pain ("gum pain") and stress ("stress ++"). The patient was treated with surgery (bilateral salpingectomy with laparoscopy on (B)(6) 2017 and diagnostic hysteroscopy, biopsy curettage on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain lower, device breakage, suicidal ideation, menorrhagia, groin pain, lymphadenopathy, mass, weight increased, gait disturbance, pain, dizziness postural, photophobia, eye irritation, dry eye, vision blurred, otorrhoea, ear pain, otitis media, tearfulness, anxiety, the last episode of back pain, abdominal distension, diarrhoea, nausea, insomnia, the last episode of fear, chest pain, bronchitis, dyspepsia, the last episode of neck pain, hypoaesthesia, the last episode of myalgia, the last episode of paraesthesia, pain in extremity, toothache, decreased appetite, disturbance in attention, amnesia, skin burning sensation, dry skin, skin irritation, hyperhidrosis, dysgeusia, dry throat, adnexa uteri pain, gingival pain, musculoskeletal chest pain and complication of device insertion outcome was unknown and the migraine, asthenopia and fatigue had not resolved. The reporter provided no causality assessment for abdominal distension, abdominal pain lower, adnexa uteri pain, amnesia, anxiety, asthenopia, bronchitis, chest pain, decreased appetite, diarrhoea, disturbance in attention, dizziness postural, dry eye, dry skin, dry throat, dysgeusia, dyspepsia, ear pain, eye irritation, fatigue, gait disturbance, gingival pain, groin pain, hyperhidrosis, hypoaesthesia, insomnia, lymphadenopathy, mass, menorrhagia, migraine, nausea, otitis media, otorrhoea, pain, pain in extremity, photophobia, skin burning sensation, skin irritation, suicidal ideation, tearfulness, toothache, vision blurred, weight increased, the first episode of back pain, the first episode of fear, the first episode of myalgia, the first episode of neck pain, the first episode of paraesthesia, the second episode of back pain, the second episode of fear, the second episode of myalgia, the second episode of neck pain and the second episode of paraesthesia with essure. The reporter considered complication of device insertion, device breakage, musculoskeletal chest pain and stress to be related to essure. The reporter commented: insertion procedure report: correctly placed on the right and the other essure at 2 and 4 coils, in addition, in the cavity presence of metal confetti. On an unknown date: ent and eye examination: nothing of note. Diagnostic hysteroscopy, biopsy curettage, bilateral salpingectomy with laparoscopy was indicated for removal of essure and heavy menstruation. No complication during the procedure. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on an unknown date: results: on-going in (B)(6) 2017. Blood test - on an unknown date: results: on-going. Chest x-ray - on an unknown date: results: nothing of note. X-ray of pelvis and hip - on (B)(6) 2014: both implants in symmetric disposition, good alignment of 4 markers on left implant. On the right side proximal markers were not aligned, the spring seemed unfolded.. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 8-mar-2019: new information from lawyer via legal department: essure insertion procedure details were provided. CT scans results were provided. Essure removal procedure report was also provided. New events added: "parietal pain" and "in the cavity presence of metal confetti". No lot number or device sample was received in this case. We will conduct a review of our complaint records and other nonconformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This case was reported via regulatory authority (B)(4) on 31-jan-2017. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain lower ("pain in lower abdomen") and suicidal ideation ("no longer wanting to live") in a female patient who received essure. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient started essure. In (B)(6) 2014, the patient experienced abdominal pain lower (seriousness criteria medically significant and clinically significant/intervention required) and menorrhagia ("haemorrhagic menstrual periods lasting 1 month"). In (B)(6) 2015, the patient experienced groin pain ("groin pain on left side"), lymphadenopathy ("feeling of a lymph node getting bigger"), mass ("lump present to touch and discomfort walking or sitting") and weight increased ("weight gain"). In (B)(6) 2015, the patient experienced the first episode of back pain ("pain in lower back (left and right side)"), gait disturbance ("difficulty walking, remaining seated for long periods"), pain ("upright position annoying and lying position uncomfortable"), the first episode of myalgia ("feeling of having been beaten (muscle soreness)"), dizziness ("dizziness (in seated or standing position), dizzy spells"), migraine ("headache (migraine)"), photophobia ("sensitivity to daylight"), asthenopia ("eye fatigue, very rapid blinking of eyes due to pain and discomfort"), eye irritation ("burning sensation in eyes"), dry eye ("dry eyes"), vision blurred ("blurred vision"), otorrhoea ("pain in right ear with feeling of a liquid flowing inside"), ear pain ("pain in right ear with feeling of a liquid flowing inside"), otitis media ("otitis media") and the first episode of neck pain ("pain on side of neck below ear"). In 2015, the patient experienced suicidal ideation (seriousness criterion medically significant), fatigue ("chronic fatigue"), tearfulness ("always wanting to cry"), the first episode of fear ("fear of everything") and anxiety ("anxiety"). In 2016, the patient experienced the second episode of back pain ("back pain"), abdominal distension ("bloating"), diarrhoea ("diarrhoea"), nausea ("nausea"), insomnia ("insomnia"), the second episode of fear ("fear of falling asleep"), chest pain ("chest pain"), bronchitis ("recurrent bronchitis"), dyspepsia ("burning sensation in stomach") and the second episode of neck pain ("neck pain"). In 2017, the patient experienced hypoaesthesia ("numbness of hand, leg or finger upon waking in the morning (usually on right side)"), the first episode of paraesthesia ("pins and needles in fingers (during the day, if I use a pen or a tablet computer or hold an object, electrical discharges in the feet, left hip and lower abdomen") and the second episode of myalgia ("muscle pain in forearms, thighs, buttocks, calves and lower back"). On an unknown date, the patient experienced the second episode of paraesthesia ("electrical discharges in the feet, left hip and lower abdomen"), pain in extremity ("pain on soles of feet (at rest), feeling of sharp stabbing pain"), toothache ("tooth pain"), decreased appetite ("lack of appetite"), disturbance in attention ("difficulty concentrating, difficulty writing using a keyboard (mix up letters)"), amnesia ("memory loss"), skin burning sensation ("skin problems (feeling of burning, dry irritated skin)"), dry skin ("skin problems (feeling of burning, dry irritated skin)"), skin irritation ("skin problems (feeling of burning, dry irritated skin)"), hyperhidrosis ("underarm sweating more present than before"), dysgeusia ("feeling of metallic taste in mouth"), dry throat ("dry throat"), adnexa uteri pain ("pain in left ovary") and gingival pain ("gum pain"). The patient was treated with surgery (removal of essure was on-going for (B)(6) 2017.). Essure treatment was not changed. At the time of the report, the abdominal pain lower, suicidal ideation, menorrhagia, groin pain, lymphadenopathy, mass, weight increased, first episode of back pain, gait disturbance, pain, first episode of myalgia, dizziness, photophobia, eye irritation, dry eye, vision blurred, otorrhoea, ear pain, otitis media, first episode of neck pain, tearfulness, first episode of fear, anxiety, second episode of back pain, abdominal distension, diarrhoea, nausea, insomnia, second episode of fear, chest pain, bronchitis, dyspepsia, second episode of neck pain, hypoaesthesia, first episode of paraesthesia, second episode of myalgia, second episode of paraesthesia, pain in extremity, toothache, decreased appetite, disturbance in attention, amnesia, skin burning sensation, dry skin, skin irritation, hyperhidrosis, dysgeusia, dry throat, adnexa uteri pain and gingival pain outcome was unknown and the migraine, asthenopia and fatigue had not resolved. The reporter provided no causality assessment for abdominal pain lower, suicidal ideation, menorrhagia, groin pain, lymphadenopathy, mass, weight increased, the first episode of back pain, gait disturbance, pain, the first episode of myalgia, dizziness, migraine, photophobia, asthenopia, eye irritation, dry eye, vision blurred, otorrhoea, ear pain, otitis media, the first episode of neck pain, fatigue, tearfulness, the first episode of fear, anxiety, the second episode of back pain, abdominal distension, diarrhoea, nausea, insomnia, the second episode of fear, chest pain, bronchitis, dyspepsia, the second episode of neck pain, hypoaesthesia, the first episode of paraesthesia, the second episode of myalgia, the second episode of paraesthesia, pain in extremity, toothache, decreased appetite, disturbance in attention, amnesia, skin burning sensation, dry skin, skin irritation, hyperhidrosis, dysgeusia, dry throat, adnexa uteri pain and gingival pain with essure. Diagnostic results (normal ranges are provided in parenthesis if available): on an unknown date: allergy test result was on-going in (B)(6) 2017. On an unknown date: blood test result was on-going. On an unknown date: chest x-ray result was nothing of note. Ent and eye examination: nothing of note. Most recent follow-up information incorporated above includes: on 7-feb-2017: correction of coding received on 07-feb-2017 processed with coding received on 08-feb-2017: the event pain in right ear with feeling of a liquid flowing inside and the event skin problems (feeling of burning, dry irritated skin) was split due to coding purposes. Company causality comment: a female consumer had essure (fallopian tube occlusion insert) inserted and experienced pain in lower abdomen and no longer wanting to live. Removal of essure on-going. The event pain in lower abdomen is regarded as an anticipated according to the reference safety information for essure. The other is unanticipated. During essure therapy, abdominal pain may occur. In this case, consumer experienced this event during the month after placement of the essure inserts. Based on a compatible temporal relationship and lack of alternative explanation, a causal relationship with essure cannot be excluded. With regards to the other event, given essure's local action at fallopian tubes, a causal relationship with essure can be excluded. This case was regarded as incident because device removal will be required. Additionally, non-serious events were reported. A product technical analysis is being sought. No further information will be available, because health authority does not allow active follow-up.

Manufacturer narrative:
The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on 23-feb-2017 for the following meddra preferred term: abdominal pain lower. The analysis in the global safety database revealed 296 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no med dra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 21-feb-2017: quality safety evaluation of ptc. Company causality comment: a female consumer had essure (fallopian tube occlusion insert) inserted and experienced pain in lower abdomen and no longer wanting to live. Removal of essure was planned. The event pain in lower abdomen is regarded as an anticipated according to the reference safety information for essure. The other is unanticipated. During essure therapy, abdominal pain may occur. In this case, consumer experienced this event during the month after placement of the essure inserts. Based on a compatible temporal relationship and lack of alternative explanation, a causal relationship with essure cannot be excluded. With regards to the other event, given essure's local action at fallopian tubes, a causal relationship with essure can be excluded. This case was regarded as incident because device removal will be required. Additionally, non-serious events were reported. A product quality defect could not be confirmed but is considered plausible. However, the reported medical events are not indicative of a quality deficit per se. No further information will be available, because health authority does not allow active follow-up.